Event description:
The customer reported to olympus, during a diagnostic procedure, the evis lucera gastrointestinal videoscope had insufficient air to clear water from objective lens. The intended procedure was completed. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found foreign object within the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found insufficient cleaning which led to a clogged nozzle. Additionally, the adhesive on the bending section cover had a crack and a white clouded area, the resin area was detached due to humidity and deterioration from cleaning methods, the objective lens was cracked and scratched due to shock caused by dropping and knocking the endoscope into a hard surface, the scope cover plate was peeling, the image guide (ig) protector had a scratch, the universal cord protector was scratched on both sides, the universal cord was wrinkled, due to damage of the charged coupled device unit a noisy image occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material could not be conclusively specified. The material could not be identified from the obtained information. The cause of the foreign material remaining within the device could not be specified because it was unknown if the reprocessing of the device was conducted in accordance with the information for use (IFU) from the obtained information. The event can be detected/prevented by following the instructions for use which state: the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in ¿chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manual describes how to prevent the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Please conduct reprocessing in accordance with IFU. Olympus will continue to monitor field performance for this device.